Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of the PICC catheter, the customer opened the mst and inserted the guidewire into the body of this patient. The introducer needle was unable to separate from the guide wire. An examination revealed a barb at the distal end of the guide wire, which led to the impossibility of the separation. The distal end was cut off with scissors and the introducer needle was removed, causing no impact on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty removing a guidewire is confirmed and was determined to be supplier related. One small fragment of a guidewire was returned for evaluation. During a microscopic observation of the returned guidewire fragment, the distal tip was observed to be attached to the core wire and the coiled wire, and the coiled wire appeared to be misaligned. The complaint of difficulty removing the guidewire is confirmed and was determined to be manufacturing related due to the misaligned coil wire. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during placement of the PICC catheter, the customer opened the mst and inserted the guidewire into the body of this patient. The introducer needle was unable to separate from the guide wire. An examination revealed a barb at the distal end of the guide wire, which led to the impossibility of the separation. The distal end was cut off with scissors and the introducer needle was removed, causing no impact on the patient. No other information was provided.

Event description:
It was reported, that during placement of the PICC catheter. The customer opened the mst and inserted the guidewire into the body of this patient. The introducer needle was unable to separate from the guide wire. An examination revealed, a barb at the distal end of the guide wire, which led to the impossibility of the separation. The distal end was cut off with scissors, and the introducer needle was removed. Causing no impact on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.